Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Patient reported left side "breast started aching and became larger than the right," "ultrasound which showed fluid in my breast," and "impact has ruptured." Device remains implanted.